Manufacturer narrative:
There was no contact name or phone number provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the cutter lock failed and the device was powerbroken. It was determined that these conditions were caused by damaged locking components due to failure to follow the directions for use and running the device in the safe or load position. This was further defined as user error, abuse and/ or misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from canada that the motor device was leaking oil from the swivel joint. It was not reported if the device was used in surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.